Manufacturer narrative:
Device received with cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker. Device passed displacement test, rewind, and basic occlusion test. Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Motor was tested outside the device and passed.no motor error alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the device alarmed a motor error alarm. Customer was unable to clear the alarm. Customer's blood glucose was 463 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.